Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient underwent generator explant surgery on (B)(6) 2015 due to infection. Device history record sterility for the generator was reviewed and no non conformances were found. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient has been scheduled for vns re-implant, although no known implant has occurred to date. No additional relevant information has been received to date.